Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a replacement surgery, a new implantable stimulator (ins) was connected and got impedances of greater than 4000 ohms on the contact pairs of the case and 2, the case and 3, and 2 and 3. This was the second new ins that had been connected and had high impedances. It was noted that the issue was not resolved so the doctor did a laparotomy to replace the lead. It was reported that when the doctor opened the lead site, he observed that both leads had completely eroded into the stomach. The doctor removed both leads, anchors, and disks and repaired the hole in the stomach wall. It was noted that the entire system was explanted the patient would return in 6 to 8 weeks to be re-implanted. It was reported that there were no warning signs of the erosion reported and the issue was discovered the day of the report. It was later reported that on the secondary interrogation screen the readings were as follows: 2 and case >4000, 3 and case >4000, and 2 and 3 1194. It was noted that they were not able to determine the cause of the device eroding into the stomach. It was reported that after the surgeon repaired the patient¿s stomach after explant, he closed and told the patient they would reconsider re-implant in 6 weeks. It was later reported that the impedance issues continued with the second ins reading high impedance and the ins was not tested in the pocket. It was noted that the patient went to recovery after surgery. See MFR. Report 3004209178-2014-05143 regarding the reason for device replacement. See MFR. Report 3007566237-2014-00828 regarding high impedances on the first new ins.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the reporter could not find any evidence of a malfunction in the clinic on (B)(6) 2014. It was noted that patient experienced nausea, abd pain, and bloating. It was noted that the battery expired and was replaced on (B)(6). It was noted that there was no evidence of lead erosion and the reporter could not locate where that was in the patient's chart. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed. See MFR. Report 3004209178-2014-05143 regarding the reason for device replacement.

Event description:
Additional information reported the patient was hospitalized. The patient recovered without sequelae and it was noted there were no complications and the patient tolerated the procedure well. See MFR. Report 3004209178-2014-05143 regarding the reason for device replacement. See MFR. Report 3007566237-2014-00828 regarding high impedances on the first new ins.